Event description:
Information received from medtronic indicated that the insulin pump had some pieces chipped off around the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer alleged insulin pump has cosmetic damage (cracked battery compartment). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: serial number label missing, cracked case on corner of belt clip rails, cracked case on battery tube, partially broken retainer, broken battery tube threads, cracked keypad overlay, cracked battery tube threads, and cracked case above arrow and battery icon. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails, cracked case on battery tube, broken battery tube threads, and cracked battery tube threads was noted.